Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the level detector module worked intermittently. The user employed an alternate module to resolve the issue. The user reported, the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.